Event description:
The customer reported to olympus that the high-definition lcd monitor would not turn on. It is unknown when the issue was found, and no procedural information was provided. There were no reports of delays or patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that the device could not be turned on due to a defective g1 printed circuit board and a fan error due to a defective g2 printed circuit board. The investigation is ongoing, and additional information has been requested from the reporter. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/address: (B)(6) (documented here due to character limitations in the respective field).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. However, it is likely that the phenomenon occurred due to defect of the printed circuit board. Olympus will continue to monitor field performance for this device.